Event description:
Doctor doing a laparoscopic nissen fundoplication. Opened two suturing devices on the sterile field and both of them were not releasing and transferring sutures. Manufacturer response for endo stitch suturing device, endo stitch suturing needle (per site reporter): none at this time.